Event description:
Non-healthcare professional reported during cataract surgery intraocular lens (iol) implantation procedure, that the haptic part was torn in the injector. The iol was explanted and it was implanted with another iol of the same model. Additional information received and stated that no patient harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported complaint was observed on the returned photo. Received photo shows an intraocular lens (iol) in the lens case base, the iol is positioned incorrectly and has been torn/cut in half. There are brown/red specs on the iol. Based on our observation of the attached photo, the iol is damaged. The origin of the observed damage cannot be confirmed based on the returned photo alone and without evaluating the physical product. The product was subject to handling and the reported damage was highlighted post implantation. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).